Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient saw an informational power on reset message on his recharger starting on (B)(6) 2019. The patient was able to clear the power on reset message by using the patient programmer. The patient was able to turn therapy back on and therapy was adequate. There were no patient symptom or complications reported.